Event description:
Home owner stated that "she was not calling to complain about the capella lift that she had, but was looking for help to correctly use/transfer her mother. Her mom had fallen twice in the past few days while being transferred in the lift. She stated that her mom had been very weak lately following a staff infection and while transferring her mom on (B) (6) 2009 that she did not hold her as she normally does and that she (her mother) slipped out of the vest. Her mother suffered a broken clavicle." She requested to speak with a medical person who could give her additional training/help in the correct use of the sling and transfer methods.

Manufacturer narrative:
Since the lift seems to be in good working condition we can not see how it contributed to the event. This incident is viewed as user error issue and not a product issue. MDR filed because of injury. User guides are clear in instruction as to the propter and safe use of the product.